Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and damaged. The customer's blood glucose level was unknown. The customer reported that the lcd screen had crack. It was also reported that the due to crack customer was not able to read the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit had minor/deep scratched lcd window, cracked reservoir tube lip and stained address/serial number label. No cracked lcd window noted.